Event description:
It was reported that the pt had a fall or some other form of trauma and subsequently experienced sweating, a warm feeling at the device pocket, acute pain, and swelling at the area of paresthesia and down the groin and leg area. These symptoms occurred mainly at night time. The pt was also feeling shocking sensations and had lost weight. He is currently working with his physician to resolve the issue. Further info is being requested from the hcp.